Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a shocking sensation and warm device. Technical services (ts) referred the patient to a physician. This ICD remains in service. No adverse patient effects were reported.